Manufacturer narrative:
H3: medtronic evaulated that visually, there were multiple creases in the flex circuit when returned. Electrically, the maximum resistance from electrodes to pins is 20 ohms and the actual measurements were 52 ohms (blue with clear tubing), 12 ohms (blue), 26 ohms (red with clear tubing), and 25 ohms (red) which all but the blue electrode was out of specification. Functionally, for further analysis, the device was connected to a nim system, and the distal end of the electrode traces were submerged in a saline solution to perform functional testing. The device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the flex circuit, wire, or the connectors. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. G4:device not cleared or sold in the us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, no signals were displayed on nim and tube was faulty. User confirmed that the anesthesia and muscle relaxant were normal, not causing the lack of response. There was a delay of 25 minutes. Procedure was completed with another product. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.